Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the handle of the device would lock when cutting. The surgeon pulled on the lever to release the device.

Manufacturer narrative:
(B)(4). Date of initial report : 12/19/2017. Date of follow-up report : 03/15/2017. One used ls1500 was received for evaluation. The returned sample did not meet specification as received by covidien. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found that the outside carton was damaged in one corner. The plastic tray containing the device showed damage in the same corner with a hole pierced through the tray. The device was found to be bent 90 degrees. The customer reported that the device was difficult or impossible to open. The reported condition was not confirmed. Visual inspection showed that handling damage caused the jaws to pierce a hole through the plastic tray. The device tube went through the hole and bent 90 degrees during rough handling. The latch handle showed no damage. The device can be latched and unlatched. The jaws were not locked. The damage to the package and the device is consistent with handling damage. No pieces were missing. The investigation identified the root cause of the damaged device to be rough handling. The provided lot number indicates that this product was manufactured in shanghai and no entries potentially pertinent to the customer's report were noted.